Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the shocking sensation that occurred during a lightning storm hip to shoulder and the amplitude will not increase past 0.7ma, they got a message that the maximum amplitude is reached. The patient is using program 5 for therapy. The healthcare provider(hcp) provided the following impedance values: ref 0 all values were >4000ohms ref 1 all values were>4000ohms ref 3 c 488 electrodes 0-2 were >4000ohms ref 2 all values were >4000ohms. The issue was not resolved through troubleshooting. Tss reviewed information about impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of not being able to increase amplitude past 0.7ma was unknown. The most likely cause was stated to be lightning. The patient was scheduled for revision surgery. Issue has not yet been resolved. The cause of the maximum amplitude was reached message was unknown. The most likely cause was stated to be lightning. The cause of why all the impedance values were >4000 ohms was unknown. The most likely cause was stated to be due to lightning. Issue has not yet been resolved.